Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0 mm ticm120v4 implantable collamer lens, -20.5/+3.5/079 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation - the lens was returned dry, in a micro centrifuge vial. Visual inspection of the lens found no visible damage to the lens. Corrected data: per dfu for this lens model, icl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).